Event description:
It was reported that the patient presented into the clinic for a follow-up. It was observed that the atrial lead had dislodged via review of x-ray. Lead repositioned was attempted but was unsuccessfully. Ultimately, the lead was removed, and a new atrial lead was implanted successfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The full helix extension length was measured within the specification. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.